Event description:
Per the surgeon's report, the pt was assaulted. The pt's implant was damaged. Testing in the clinic showed that no connection could be made between the sound processor and the implant. Exchanging external equipment did not resolve the problem. The device was explanted in 2007, and the pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.